Manufacturer narrative:
D5, 6; h4: information not available, device not returned for analysis.

Event description:
It was reported that the 512sd was used during a unk procedure. It was reported by the affiliate that the device would not arm. It was not used on the pt. The device blade was still exposed delaying the action of the safety shield. It appears that when the safety shield was being released after a delay or by forcing it manually, it then functions normally. There was no consequence to the pt.